Manufacturer narrative:
H6: additional patient codes: 1998, 2195. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed following a car accident to address patient pain. The procedure was to remove 2 broken maxan screws in c5; the anterior portion of one of the screws also began to migrate. The initial construct was a 3-level acp from c5-t1. During the removal, the proximal portion of the plate at c5-6 was cut and removed and replaced with a competitive 1-level acp. Medical history records indicate that there we no problems with the construct prior to the accident. This is report one of two for this event.

Manufacturer narrative:
Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive loading during the reported car accident. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2024-00069.

Event description:
It was reported that a revision surgery was performed following a car accident to address patient pain. The procedure was to remove 2 broken maxan screws in c5; the anterior portion of one of the screws also began to migrate. The initial construct was a 3-level acp from c5-t1. During the removal, the proximal portion of the plate at c5-6 was cut and removed and replaced with a competitive 1-level acp. Medical history records indicate that there we no problems with the construct prior to the accident. This is report one of two for this event.